Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a loss of therapeutic effect following a fall. The neurostimulator was implanted in her abdomen and the healthcare professional did not believe there was any trauma to the pocket area. Impedances of >4000 ohms were measured on all of the unipolar electrode pairs. Unable to follow-up with the contact information provided, hence no additional information was obtained.